Event description:
Customer reported via phone call that insulin pump was exposed to moisture due to customer falling into swimming pool with insulin pump. Customer reported that as a result, buttons were not responding initially. Customer dried insulin pump with hair dryer and buttons began to function. Customer's blood glucose was 450 mg/dl. During troubleshooting, insulin pump passed self-test; as a result, customer declined high blood glucose troubleshooting.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.